Event description:
Patient self tester reports on (B) (6) 2009, protime inr 2.2 vs lab inr 3.5. Patient therapeutic range 2.0-3.0 inr. No reports of adverse events, serious injury, or interventions.

Manufacturer narrative:
(B) (4). At the time, the information was provided to international technidyne corporation, customer unable to provide the instrument serial number. Manufacturer's method, results, conclusion - manufacturer evaluation / investigation currently in process.